Manufacturer narrative:
Result: fowler cylinder.

Event description:
It was reported by service report that the fowler did not hold under weight. No pt involvement or adverse consequences were reported.